Event description:
Customer reported a tandem mobi cartridge alarm, and it was confirmed as cartridge alarm 34. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). Customer resolved the alarm issue independently before contacting technical support, and resumed insulin delivery after switching to a new cartridge, as they were unable to continue using the original one.